Manufacturer narrative:
(B)(4). Device manufacture date, evaluation codes: additional information. Visual examination of the returned device revealed a fracture located at the driver¿s distal tip, the second half of the tip was not provided with the part. Device was sent for fracture analysis which found plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip underwent a quasi-static overload. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, fracture analysis of the returned part revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip, underwent a quasi-static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a revision surgery. The patient had medtronic hardware from l2-s1. Dr. (B)(6) took those screws out and put screws in depuy t10-pelvis. Dr. (B)(6) took out a medtronic 7.5 x 55 at left s1 and wanted a 9.0 x 60mm screw. He did not feel a tap was needed as medtronic screws were loose. The screw went in on the power driver and the t20 tip of the driver snapped off with about 5 to 10mm of threads to still advance. The tip remained cold welded into the t20 feature of the screw. He tried to lock a small rod on to the screw to helicopter the screw out. The tulip head just kept spinning and the screw was not moving. He then took a metal cutting burr to cut the tulip head off the 9.0x60mm ((B)(4)) poly screw. He used a 9.0mm reverse thread removal tool from the universal spine screw removal set. It came out easily once the tulip head was off. He tapped with a 9.0mm tap under power to 60mm. A new 9.0 x 60mm screw was put in under power and there were no issues this time.